Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the hypotube identified that the shaft was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found that both the proximal and distal ends of the crimped stent were bunched up. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that a shaft kink occurred. The procedure was indicated due to an infarct. The 2.75 x 33mm, concentric, de novo, 90% stenosed target lesion was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. The lesion was predilated with a semi compliant balloon catheter. A 38 x 2.75mm taxus liberté long drug eluting stent was selected to treat the target lesion. When the physician advanced the device to the lesion, resistance was encountered and the shaft got kinked. The procedure was completed with another of same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.